Event description:
The company representative reported that at the start-up the iabp generated an "auto fill failure" alarm. No patient was involved.

Manufacturer narrative:
The company representative performed a volume test in diagnostic mode and the test failed. It was suspected that the volume cylinder was out of order when filling. The company representative replaced the helium volume cylinder (p/n: 0202-00-0133). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).